Event description:
It was reported that the cartridge was leaking. Additionally, it was reported that the patient line ¿would not screw onto the infusion set¿. The customer's blood glucose level was 140 mg/dl. Reportedly, a new cartridge was loaded to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.